Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no reported adverse impact on the customer's blood glucose level. The customer continued using the pump for insulin therapy until the replacement pump arrived.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.